Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this system was exhibiting noise and oversensing on the atrial and right ventricular (rv) channels. There has been no inhibition of pacing just some occasional delayed rv pacing. The patient has heart block which has been getting worse and the patient is symptomatic. The artifact can been reproduced intermittently with arm movements or isometrics. A boston scientific technical services consultant reviewed the data and could not determine what could be causing the clinical observations. The consultant stated that it appears there is a junctional rhythm. A revision procedure was subsequently performed and the device was removed from service and replaced with a competitive device. The associated leads remain in service. No additional adverse patient effects were reported.